Manufacturer narrative:
The reported event of bluetooth (ble) telemetry loss was not confirmed. The device was received with normal ble telemetry and it was in reset mode due to code corruption, which was consistent with cautery exposure. Battery voltage was above elective replacement indicator (eri) level. Merlin.net data indicated that device had successful transmissions up to the date of explant. Analysis of device after reloading product code indicated device was within normal range of operation. Device had ble telemetry all the time during investigation. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that patient condition was stable pre, during and post procedure.

Event description:
New information received notes that the insertable cardiac monitor was explanted and replaced with a pacemaker system. Further information regarding patient condition was requested but not received.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. The patient was found connected afterwards with no known intervention performed. There were no patient consequences reported.